Manufacturer narrative:
This report is being submitted for legal manufacturer's final investigation results. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is green. A definitive root cause could not be identified for the damaged fiber bonding in the outer tube area (distal end). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had colored image and a ruptured cable during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had colored image and a ruptured cable during an unknown procedure. There were no reports of patient harm.